Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. The user provided a photo of the area where the biopsy was taken. The photo provided shows the area is bleeding. An additional photo was provided of the forceps cups. Based on this photo, no visual anomalies were detected. Our laboratory evaluation of the product said to be involved could not confirm the report as it was described. During the evaluation of the device, the forceps were advanced down an olympus 2.8 mm channel endoscope. When the handle was manipulated, the forceps cups opened and closed as intended. A functional test was performed by taking a biopsy sample of simulated tissue. The forceps took a bite of the simulated tissue as expected. The device was visually inspected under magnification and the bend in the device could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined because the product said to be involved functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The size of tissue sample or biopsy to be excised can be controlled by how the user handles the forceps. If excessive pressure was applied during advancement into the tissue or during handle manipulation, this could have contributed to the reported observation. The instructions for use (IFU) direct the user to advance the forceps into the tissue at the desired biopsy site. Then the user is instructed to close the forceps around the tissue while using slight pressure on the handle. The user is instructed to "maintain gentle handle pressure to keep the cups closed and gently withdraw the forceps from site." The IFU warns, "these single-use biopsy forceps should only be used to biopsy tissue where possible bleeding or hemorrhage will not present a danger for patients. Adequate plans for management of potential bleeding or hemorrhage and appropriate airway management should be in place." The IFU lists potential complications as: "those associated with gastrointestinal endoscopy include but are not limited to: perforation, bleeding or hemorrhage, aspiration, fever, infection, allergic reaction to medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest." Prior to distribution, all captura serrated large forceps - spike are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy, the physician used a cook captura serrated large forceps-spike. The users were taking a biopsy in the ascending colon and the patient had a three (3) mm polyp. When the forceps bit for the sample, it ripped the surrounding tissue when the bite came up. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.